Manufacturer narrative:
B3 date of event is approximate.

Event description:
It was reported that this inflatable penile prosthesis right cylinder only deflated about 30 percent causing a deformity in the flaccid penis. The patient had tried the valve reset techniques with no resolution. The patient was scheduled to see his physician. No patient complications were reported.